Event description:
A medical doctor reported that the infusion cannula's metal fitting would not stay secured to the trocar cannula during a procedure. The infusion cannula was put back in place and the surgery was able to continue. There was not pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).